Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report #2183959-2012-00165. On or about (B)(6) 2010 the pt was implanted with an ams elevate posterior prolapse repair system. It was reported that the pt experienced mesh erosion, pain and dyspareunia. On (B)(6) 2011 the pt "underwent a procedure to excise the mesh."